Manufacturer narrative:
Other, other text: d4 model number is unknown. No information has been provided. This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the epidural catheter was torn. No patient injury was reported.